Manufacturer narrative:
One (1) used/damaged airseal 12mm access port was returned from the user facility to conmed corporation for evaluation. Visual inspection of the returned device found a "piece of the blue rubber" on the sound reduction cap was detached. The broken piece was returned and measured approximately 9.8mm in size. Further evaluation from the engineer confirmed the sound reduction seal was torn and the blue rubber piece was broken. The report also indicated that the sound cap showed evidence of the seal being over stretched. Overstretching and tearing of the seal can be caused by inserting a large or sharp device through the access port. Based on the evaluation findings, it is believed that the most probable cause of this reported breakage was use related. A review of the device history record for this device could not be performed, as the lot number was not provided. This reported problem was obvious to the user and prompted the use of an alternate device. There have been no serious injuries or death related to the reported breakage. This complaint will continue to be monitored via the complaint system to ensure product safety. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. These instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient.

Manufacturer narrative:
The used/damaged airseal 12mm access port is expected to be returned for evaluation. However, as of this filing the device has not yet been returned from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device has not been returned.

Event description:
The user facility reported that during use of the airseal 12mm access port on (B)(6) 2016, "the sound reduction cap was broken" and fell in the patient's body. The broken piece was safely removed with no problems noted. The procedure was otherwise completed as planned with no patient injury or surgical delay reported. Despite the good faith efforts, no additional event information or patient demographic information could be obtained from the user facility. This report is filed on the basic of potential for patient injury with recurrence.